Manufacturer narrative:
(B)(4). Medical product: femoral component precoat size f left, item# 00596001651, lot# 61894095; all poly patella standard size 29 mm diameter 8.0 mm thickness cemented, item# 00597206529, lot# 61999392; articular surface size ef 10 mm height, item# 00596404010, lot# 61954868. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and seven moths post implantation due to pain and due to loosening of tibia. There was significant bone loss on anterior tibia. The femur was well fixed. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. No compatibility issues were seen. Review of complaint history for identified two additional similar complaints for the reported item. No additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Diagnosis pre-operative notes stated that patient had severe arthritis of left knee, with loss of both anterior and posterior cruciates as well as bone loss 5mm on tibia and 3mm on femur. X-ray review by third party hcp states confirms tibial loosening with possible subsidence of the medial aspect. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint is confirmed.